Event description:
The hosp reported that during a coronary artery bypass procedure, after deploying the heartstring iii seal into the aorta, it did not unfold properly. This caused profuse bleeding in the pt. The surgeon removed the seal by force and proceeded with the operation manually, without a replacement device. The hosp was unable to provide the amount of blood loss. The pt did not require a transfusion. There was a slight delay in the surgery.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).